Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the medium-large clip applier instrument was observed to have a loose silver cable. The instrument was replaced with a backup instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient anatomy. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument to perform failure analysis. The clip applier instrument was analyzed and found to have cracked clamping pulley on input axis # 6 (grip). The crack resulted in loss of tension of the corresponding grip cable. Additionally, the instrument was found to have a loose grip cable at the idler pulley. The instrument failed the intuitive motion grip test. A clip test was performed and failed.